Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), gastrointestinal disorder ("gi issues"), abdominal pain upper ("stomach pain (severe and persistent) / pain in left side stomach"), swelling ("swelling"), genital haemorrhage ("bleeding / abnormal bleeding") and pain ("physical pain / pain of left side") in a (B)(6) patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2001), endometrial ablation and cystoscopy. Previously administered products included for birth control: ortho tricylen. Concurrent conditions included body mass index normal, menses irregular, menorrhagia and endometriosis. Concomitant products included medroxyprogesterone (depo provera) from 2001 to 2006 for birth control as well as diazepam (valium) since 2009. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vulvovaginal pain ("vaginal pain (severe and persistent)") and vaginal discharge ("vaginal discharge"). In 2009, the patient experienced fatigue ("fatigue") and weight decreased ("weight loss"). In 2010, the patient experienced gastrointestinal disorder (seriousness criterion hospitalization) with vomiting, constipation, abdominal distension and nausea, abdominal pain upper (seriousness criterion hospitalization), swelling (seriousness criterion hospitalization) and pain (seriousness criteria hospitalization and medically significant). In 2013, the patient experienced migraine ("migraines (severe and persistent)") and depression ("depression"). In 2014, the patient experienced pollakiuria ("frequent urination"), dyspareunia ("dyspareunia"), vulvovaginal dryness ("vaginal dryness"), dysmenorrhoea ("dysmenorrhea"), mood swings ("mood swings") and anxiety ("anxiety"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), gastric disorder ("stomach problems"), memory impairment ("inability to remember things like I used to") and headache ("headaches"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the abdominal pain, gastrointestinal disorder, abdominal pain upper, swelling, genital haemorrhage, pain, gastric disorder, vaginal haemorrhage, menorrhagia, pollakiuria, dyspareunia, vulvovaginal dryness, dysmenorrhoea, fatigue, mood swings, migraine, depression and weight decreased outcome was unknown, the vulvovaginal pain was resolving and the vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, gastrointestinal disorder, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, mood swings, pain, pollakiuria, swelling, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness, vulvovaginal pain and weight decreased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2007: fallopian tubes were blocked. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch records. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received,case became incident in follow up,reporter added, patient concomitant drug, concomitant condition added, lab data added, events added as follows:-bouts of nausea,vomiting,genital haemorrhage,gastric disorder, vaginal bleeding, vulvovaginal pain, pollakiuria,dyspareunia,vulvovaginal dryness,dysmenorrhagia,fatigue,constipation, abdominal distension,mood swings,anxiety,memory impairment,migraine,nausea,depression,vaginal discharge,weight decreased,headache incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain (severe and persistent)"), gastrointestinal disorder ("gi issues"), abdominal pain upper ("stomach pain (severe and persistent) / pain in left side stomach/ severe and persistent stomach pain/stomach cramping"), abdominal distension ("swelling of left side/gastrointestinal or digestive system condition- swelling."), genital haemorrhage ("bleeding / abnormal bleeding/ abnormal bleeding (general),") and pain ("physical pain / pain of left side/ pain severe") in a 26-year-old patient who had essure (ess205) (batch no. 620758) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included lidoderm for back pain. The patient's medical history included gravida I, parity 1 ((B)(6) 2001), endometrial ablation, cystoscopy, anal sphincter electromyography, nerve damage, ovarian cyst, anemia and kidney infection. Previously administered products included for birth control: ortho tricylen. Concurrent conditions included body mass index normal, menses irregular, menorrhagia, endometriosis, chronic lumbago, hives, penicillin allergy, weakness, paresthesia, decreased appetite, sleep problem, gastric diverticulum, heartburn, lumbago, colonoscopy, internal hemorrhoids, anal fissure, epigastric burning, stress, lumbar disc disease, lumbar radiculopathy, gastroesophageal reflux disease, heart murmur, pelvic pain, tobacco use disorder, numbness of lower extremities, cervicalgia, gastrointestinal inflammation, gastroscopy, chest pain, menses irregular with excessive bleeding, vaginitis, vulvovaginitis, menorrhagia, discomfort, muscle spasm, asthma, mitral valve disease, chronic cervicitis, irregular menstruation, endometriosis, urinary hesitancy, painful joints, wrist pain, sound sensitivity increased, light sensitivity to eye and gastroparesis. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2011 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since (B)(6) 2011 for back pain, medroxyprogesterone acetate (depo provera) from (B)(6) to (B)(6) for birth control, diclofenac since (B)(6) 2006 for chronic lumbago, macrogol 3350 (miralax) since (B)(6) 2011 for constipation, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2006 and pregabalin (lyrica) since (B)(6) 2006 for low back pain as well as alprazolam (xanax) since (B)(6) 2014, buspirone hydrochloride since (B)(6) 2011, citalopram hydrobromide since (B)(6) 2011, cyamopsis tetragonoloba gum (benefiber fiber supplement) since (B)(6) 2011, diazepam (valium) since (B)(6) , docosanol (abreva) since (B)(6) 2011, ibuprofen (motrin ib) since (B)(6) 2014, lactulose since (B)(6) 2012, linaclotide (linzess) since (B)(6) 2012 and omeprazole since (B)(6) . On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) , the patient experienced abdominal pain upper (seriousness criterion hospitalization), pain (seriousness criteria hospitalization and medically significant), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding"), vulvovaginal pain ("vaginal pain (severe and persistent)/ pain"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) , the patient experienced fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In (B)(6) 2010, the patient experienced abdominal distension (seriousness criterion hospitalization). In (B)(6) , the patient experienced gastrointestinal disorder (seriousness criterion hospitalization) with vomiting, constipation, abdominal distension and nausea and dysmenorrhoea ("dysmenorrhea/ (cramping)"). On (B)(6) 2011, the patient started lidoderm at an unspecified dose and frequency. In (B)(6) , the patient experienced migraine ("migraines (severe and persistent)") and headache ("headaches"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes- describe: mood swings"), anxiety ("hormonal changes- describe: anxiety"), memory impairment ("hormonal changes- describe: inability to remember things like I used to") and depression ("psychological or psychiatric problems-conditions: depression"). In (B)(6) 2014, the patient experienced pollakiuria ("frequent urination/ bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced vulvovaginal dryness ("other injury(ies) or complications- please describe: vaginal dryness"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and gastric disorder ("stomach problems/ gi flare ups with bouts"). The patient was treated with surgery (robotic total laparoscopic hysterectomy,bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the abdominal pain, gastrointestinal disorder, abdominal distension, pain, gastric disorder, pollakiuria, dyspareunia, vulvovaginal dryness, dysmenorrhoea, fatigue, depression, weight decreased and headache outcome was unknown, the abdominal pain upper, genital haemorrhage, vaginal haemorrhage, menorrhagia, mood swings, migraine and vaginal discharge had resolved and the vulvovaginal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, gastrointestinal disorder, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, mood swings, pain, pollakiuria, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: date(s) of removal: on (B)(6) 2014, resection of endometriosis implant and cystoscopy. Date leave began: on (B)(6) 2010. Date leave ended: (B)(6) (used approx. 8 to 9 days in (B)(6)). After correct deployment of the essure micro insert, there were four-nickel coils visible at the patient's left side and three coils visible at the patient's right side. Reason: gi flare ups with bouts of nausea and vomiting. Date leave began: on (B)(6) 2011. Date leave ended: (B)(6) (used approx. 9 to 10 days in (B)(6)). Reason: gi flare ups with bouts of nausea and vomiting. Date leave began: on (B)(6) 2014. Date leave ended: on (B)(6) 2014 (used approx. 6 weeks). Reason: hysterectomy & hospitalization for side effects. Date leave began: on (B)(6) 2015. Date leave ended: (B)(6) (used approx. 10 days in (B)(6)). Reason: gi flare ups with bouts of nausea and vomiting. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Biopsy - on (B)(6) 2014: portions of soft tissue with findings consistent with endometriosis. Negative for malignancy. B. Uterus and bilateral fallopian tubes, hysterectomy: chronic cervicitis. Benign endometrium and myometrium bilateral fallopian tubes. Negative for malignancy. Source a. Tissue, endometrial implant-removal b. Uterus, cervix and bilateral tubes-hysterectomy gross description: upon opening the endometrial cavity, the endometrial lining is hemorrhagic. The surface of the endomyometrium is grossly unremarkable. Cut surface of bilateral fallopian tubes are unremarkable.. Gastric emptying study - on (B)(6) 2013: the percent emptying is lower limits of normal. However, the t ½ is delayed at 85 minutes, normal is less than 60 minutes, therefore the study is abnormal. Clinical correlation is suggested for gastroparesis or gastric outlet obstruction.. Hepatobiliary scan - on (B)(6) 2013: adequate uptake and prompt excretion of activity by the liver. The ejection fraction measures 39%, in the normal range. The patient experienced moderate nausea during cholecystokinin (cck) administration. Hysterosalpingogram - in (B)(6) 2007: results: fallopian tubes were blocked. Ultrasound scan - on (B)(6) 2013: normal size uterus. Normal endometrial thickness. Essure coils in place. Small simple right ovarian cyst. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch records. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-apr-2019: new pfs+mr received. Lot number added. Onset dates and outcome for events were updated. Concomitant conditions and drugs added. Lab data added. New reporters and plaintiff's information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain (severe and persistent)'), gastrointestinal disorder ('gi issues'), abdominal pain upper ('stomach pain (severe and persistent) / pain in left side stomach/ severe and persistent stomach pain/stomach cramping'), abdominal distension ('swelling of left side/gastrointestinal or digestive system condition- swelling.'), genital haemorrhage ('bleeding / abnormal bleeding/ abnormal bleeding (general),') and pain ('physical pain / pain of left side/ pain severe') in a 26-year-old patient who had essure (ess205) (batch no. 620758) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included lidoderm for back pain. The patient's medical history included gravida I, parity 1 ((B)(6) 2001), endometrial ablation, cystoscopy, anal sphincter electromyography, nerve damage, ovarian cyst, anemia and kidney infection. Previously administered products included for birth control: ortho tricylen. Concurrent conditions included body mass index normal, menses irregular, menorrhagia, endometriosis, chronic lumbago, hives, penicillin allergy, weakness, paresthesia, decreased appetite, sleep problem, gastric diverticulum, heartburn, lumbago, colonoscopy, internal hemorrhoids, anal fissure, epigastric burning, stress, lumbar disc disease, lumbar radiculopathy, gastroesophageal reflux disease, heart murmur, pelvic pain, tobacco use disorder, numbness of lower extremities, cervicalgia, gastrointestinal inflammation, gastroscopy, chest pain, menses irregular with excessive bleeding, vaginitis, vulvovaginitis, menorrhagia, discomfort, muscle spasm, asthma, mitral valve disease, chronic cervicitis, irregular menstruation, endometriosis, urinary hesitancy, painful joints, wrist pain, sound sensitivity increased, light sensitivity to eye and gastroparesis. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2011 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since (B)(6) 2011 for back pain, medroxyprogesterone acetate (depo provera) from 2001 to 2006 for birth control, diclofenac since (B)(6) 2006 for chronic lumbago, macrogol 3350 (miralax) since (B)(6) 2011 for constipation, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2006 and pregabalin (lyrica) since (B)(6) 2006 for low back pain as well as alprazolam (xanax) since (B)(6) 2014, buspirone hydrochloride since (B)(6) 2011, citalopram hydrobromide since (B)(6) 2011, cyamopsis tetragonoloba gum (benefiber fiber supplement) since (B)(6) 2011, diazepam (valium) since 2009, docosanol (abreva) since (B)(6) 2011, ibuprofen (motrin ib) since (B)(6) 2014, lactulose since (B)(6) 2012, linaclotide (linzess) since (B)(6) 2012 and omeprazole since 2001. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced abdominal pain upper (seriousness criterion hospitalization), pain (seriousness criteria hospitalization and medically significant), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding"), vulvovaginal pain ("vaginal pain (severe and persistent)/ pain"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2009, the patient experienced fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In (B)(6) 2010, the patient experienced abdominal distension (seriousness criterion hospitalization). In 2010, the patient experienced gastrointestinal disorder (seriousness criterion hospitalization) with vomiting, constipation, abdominal distension and nausea and dysmenorrhoea ("dysmenorrhea/ (cramping)"). On (B)(6) 2011, the patient started lidoderm at an unspecified dose and frequency. In 2013, the patient experienced migraine ("migraines (severe and persistent)") and headache ("headaches"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes- describe: mood swings"), anxiety ("hormonal changes- describe: anxiety"), memory impairment ("hormonal changes- describe: inability to remember things like I used to") and depression ("psychological or psychaitric problems-conditions: depression"). In (B)(6) 2014, the patient experienced pollakiuria ("frequent urination/ bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced vulvovaginal dryness ("other injury(ies) or complications- please descibe: vaginal dryness"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), gastric disorder ("stomach problems/ gi flare ups with bouts") and pneumonia ("pnemonia"). The patient was treated with surgery (robotic total laparoscopic hysterectomy,bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the abdominal pain, gastrointestinal disorder, abdominal distension, pain, gastric disorder, pollakiuria, dyspareunia, vulvovaginal dryness, dysmenorrhoea, fatigue, depression, weight decreased, headache and pneumonia outcome was unknown, the abdominal pain upper, genital haemorrhage, vaginal haemorrhage, menorrhagia, mood swings, migraine and vaginal discharge had resolved and the vulvovaginal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, gastrointestinal disorder, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, mood swings, pain, pneumonia, pollakiuria, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness, vulvovaginal pain and weight decreased to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: date(s) of removal: (B)(6) 2014, resection of endometriosis implant and cystoscopy. Date leave began: (B)(6) 2010 date leave ended: 2010 (used approx. 8 to 9 days in 2010) after correct deployment of the essure micro insert, there were four-nickel coils visible at the patient's left side and three coils visible at the patient's right side. Reason: gi flare ups with bouts of nausea and vomiting. Date leave began: (B)(6) 2011 date leave ended: 2011 (used approx. 9 to 10 days in 2011) reason: gi flare ups with bouts of nausea and vomiting. Date leave began: (B)(6) 2014 date leave ended: (B)(6) 2014 (used approx. 6 weeks) reason: hysterectomy & hospitalization for side effects. Date leave began: (B)(6) 2015 date leave ended: 2015 (used approx. 10 days in 2015) reason: gi flare ups with bouts of nausea and vomiting. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Biopsy - on (B)(6) 2014: portions of soft tissue with findings consistent with endometriosis. Negative for malignancy. B. Uterus and bilateral fallopian tubes, hysterectomy: chronic cervicitis. Benign endometrium and myometrium bilateral fallopian tubes. Negative for malignancy. Source a. Tissue, endometrial implant-removal b. Uterus, cervix and bilateral tubes-hysterectomy gross description: upon opening the endometrial cavity, the endometrial lining is hemorrhagic. The surface of the endomyometrium is grossly unremarkable. Cut surface of bilateral fallopian tubes are unremarkable. Gastric emptying study - on (B)(6) 2013: the percent emptying is lower limits of normal. However, the t ½ is delayed at 85 minutes, normal is less than 60 minutes, therefore the study is abnormal. Clinical correlation is suggested for gastroparesis or gastric outlet obstruction.. Hepatobiliary scan - on (B)(6) 2013: adequate uptake and prompt excretion of activity by the liver. The ejection fraction measures 39%, in the normal range. The patient experienced moderate nausea during cholecystokinin (cck) administration. Hysterosalpingogram - in (B)(6) 2007: results: fallopian tubes were blocked. Ultrasound scan - on (B)(6) 2013: normal size uterus. Normal endometrial thickness. Essure coils in place. Small simple right ovarian cyst. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch records. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : event pneumonia was added. Reporter information was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain (severe and persistent)'), gastrointestinal disorder ('gi issues'), abdominal pain upper ('stomach pain (severe and persistent) / pain in left side stomach/ severe and persistent stomach pain/stomach cramping'), abdominal distension ('swelling of left side/gastrointestinal or digestive system condition- swelling.') And pain ('physical pain / pain of left side/ pain severe') in a 26-year-old patient who had essure (ess205) (batch no. 620758-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 (B)(6) 2001), endometrial ablation, cystoscopy, anal sphincter electromyography, nerve damage, ovarian cyst, anemia and kidney infection. Previously administered products included for birth control: ortho tricylen. Concurrent conditions included body mass index normal, menses irregular, menorrhagia, endometriosis, chronic lumbago, hives, penicillin allergy, weakness, paresthesia, decreased appetite, sleep problem, gastric diverticulum, heartburn, lumbago, colonoscopy, internal hemorrhoids, anal fissure, epigastric burning, stress, lumbar disc disease, lumbar radiculopathy, gastroesophageal reflux disease, heart murmur, pelvic pain, tobacco use disorder, numbness of lower extremities, cervicalgia, gastrointestinal inflammation, gastroscopy, chest pain, menses irregular with excessive bleeding, vaginitis, vulvovaginitis, menorrhagia, discomfort, muscle spasm, asthma, mitral valve disease, chronic cervicitis, irregular menstruation, endometriosis, urinary hesitancy, painful joints, wrist pain, sound sensitivity increased, light sensitivity to eye and gastroparesis. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3) since (B)(6) 2011, lidocaine (lidoderm) since (B)(6) 2011 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since (B)(6)2011 for back pain, medroxyprogesterone acetate (depo provera) from 2001 to 2006 for birth control, diclofenac since (B)(6) 2006 for chronic lumbago, macrogol 3350 (miralax) since (B)(6) 2011 for constipation, hydrocodone bitartrate; paracetamol (vicodin) since (B)(6) 2006 and pregabalin (lyrica) since (B)(6)2006 for low back pain as well as alprazolam (xanax) since (B)(6) 2014, buspirone hydrochloride since (B)(6) 2011, citalopram hydrobromide since (B)(6) 2011, cyamopsis tetragonoloba gum (benefiber fiber supplement) since (B)(6) 2011, diazepam (valium) since 2009, docosanol (abreva) since (B)(6) 2011, ibuprofen (motrin ib) since (B)(6) 2014, lactulose since (B)(6) 2012, linaclotide (linzess) since (B)(6) 2012 and omeprazole since 2001. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced abdominal pain upper (seriousness criterion hospitalization), pain (seriousness criteria hospitalization and medically significant), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding"), vulvovaginal pain ("vaginal pain (severe and persistent)/ pain"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2009, the patient experienced fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In (B)(6) 2010, the patient experienced abdominal distension (seriousness criterion hospitalization). In 2010, the patient experienced gastrointestinal disorder (seriousness criterion hospitalization) with vomiting, constipation, abdominal distension and nausea and dysmenorrhoea ("dysmenorrhea/ (cramping)"). In 2013, the patient experienced migraine ("migraines (severe and persistent)") and headache ("headaches"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes- describe: mood swings"), anxiety ("hormonal changes- describe: anxiety"), memory impairment ("hormonal changes- describe: inability to remember things like I used to") and depression ("psychological or psychiatric problems-conditions: depression"). In (B)(6) 2014, the patient experienced pollakiuria ("frequent urination/ bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced vulvovaginal dryness ("other injury(ies) or complications- please describe: vaginal dryness"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding / abnormal bleeding/ abnormal bleeding (general),"), gastric disorder ("stomach problems/ gi flare ups with bouts") and pneumonia ("pneumonia"). The patient was treated with surgery (robotic total laparoscopic hysterectomy,bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the abdominal pain, gastrointestinal disorder, abdominal distension, pain, gastric disorder, pollakiuria, dyspareunia, vulvovaginal dryness, dysmenorrhoea, fatigue, depression, weight decreased, headache and pneumonia outcome was unknown, the abdominal pain upper, genital haemorrhage, vaginal haemorrhage, menorrhagia, mood swings, migraine and vaginal discharge had resolved and the vulvovaginal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, gastrointestinal disorder, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, mood swings, pain, pneumonia, pollakiuria, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: date(s) of removal: (B)(6) 2014, resection of endometriosis implant and cystoscopy. Date leave began: (B)(6) 2010. Date leave ended: 2010 (used approx. 8 to 9 days in 2010). After correct deployment of the essure micro insert, there were four-nickel coils visible at the patient's left side and three coils visible at the patient's right side. Reason: gi flare ups with bouts of nausea and vomiting. Date leave began: (B)(6) 2011 date leave ended: 2011 (used approx. 9 to 10 days in 2011). Reason: gi flare ups with bouts of nausea and vomiting. Date leave began: (B)(6) 2014 date leave ended: (B)(6) 2014 (used approx. 6 weeks). Reason: hysterectomy & hospitalization for side effects. Date leave began: (B)(6) 2015 date leave ended: 2015 (used approx. 10 days in 2015). Reason: gi flare ups with bouts of nausea and vomiting. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Biopsy - on (B)(6) 2014: portions of soft tissue with findings consistent with endometriosis. Negative for malignancy. B. Uterus and bilateral fallopian tubes, hysterectomy: chronic cervicitis. Benign endometrium and myometrium bilateral fallopian tubes. Negative for malignancy. Source a. Tissue, endometrial implant-removal b. Uterus, cervix and bilateral tubes-hysterectomy gross description: upon opening the endometrial cavity, the endometrial lining is hemorrhagic. The surface of the endomyometrium is grossly unremarkable. Cut surface of bilateral fallopian tubes are unremarkable.. Gastric emptying study - on (B)(6) 2013: the percent emptying is lower limits of normal. However, the t ½ is delayed at 85 minutes, normal is less than 60 minutes, therefore the study is abnormal. Clinical correlation is suggested for gastroparesis or gastric outlet obstruction. Hepatobiliary scan - on (B)(6) 2013: adequate uptake and prompt excretion of activity by the liver. The ejection fraction measures 39%, in the normal range. The patient experienced moderate nausea during cholecystokinin (cck) administration. Hysterosalpingogram - in (B)(6) 2007: results: fallopian tubes were blocked. Ultrasound scan - on (B)(6) 2013: normal size uterus. Normal endometrial thickness. Essure coils in place. Small simple right ovarian cyst. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch records. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain (severe and persistent)'), abdominal distension ('swelling of left side/gastrointestinal or digestive system condition- swelling.'), gastrointestinal disorder ('gi issues'), abdominal pain upper ('stomach pain (severe and persistent) / pain in left side stomach/ severe and persistent stomach pain/stomach cramping') and pain ('physical pain / pain of left side/ pain severe') in a 26-year-old patient who had essure (ess205) (batch no. 620758-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 ((B)(6) 2001), endometrial ablation, cystoscopy, anal sphincter electromyography, nerve damage, ovarian cyst, anemia and kidney infection. Previously administered products included for birth control: ortho tricylen. Concurrent conditions included body mass index normal, menses irregular, menorrhagia, endometriosis, chronic lumbago, hives, penicillin allergy, weakness, paresthesia, decreased appetite, sleep problem, gastric diverticulum, heartburn, lumbago, colonoscopy, internal hemorrhoids, anal fissure, epigastric burning, stress, lumbar disc disease, lumbar radiculopathy, gastroesophageal reflux disease, heart murmur, pelvic pain, tobacco use disorder, numbness of lower extremities, cervicalgia, gastrointestinal inflammation, gastroscopy, chest pain, menses irregular with excessive bleeding, vaginitis, vulvovaginitis, menorrhagia, discomfort, muscle spasm, asthma, mitral valve disease, chronic cervicitis, irregular menstruation, endometriosis, urinary hesitancy, painful joints, wrist pain, sound sensitivity increased, light sensitivity to eye and gastroparesis. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3) since (B)(6) 2011, lidocaine (lidoderm) since (B)(6) 2011 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since (B)(6) 2011 for back pain, medroxyprogesterone acetate (depo provera) from 2001 to 2006 for birth control, diclofenac since (B)(6) 2006 for chronic lumbago, macrogol 3350 (miralax) since (B)(6) 2011 for constipation, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2006 and pregabalin (lyrica) since (B)(6) 2006 for low back pain as well as alprazolam (xanax) since (B)(6) 2014, buspirone hydrochloride since (B)(6) 2011, citalopram hydrobromide since (B)(6) 2011, cyamopsis tetragonoloba gum (benefiber fiber supplement) since (B)(6) 2011, diazepam (valium) since 2009, docosanol (abreva) since (B)(6) 2011, ibuprofen (motrin ib) since (B)(6) 2014, lactulose since (B)(6) 2012, linaclotide (linzess) since (B)(6) 2012 and omeprazole since 2001. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced abdominal pain upper (seriousness criterion hospitalization), pain (seriousness criteria hospitalization and medically significant), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding"), vulvovaginal pain ("vaginal pain (severe and persistent)/ pain"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2009, the patient experienced fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In (B)(6) 2010, the patient experienced abdominal distension (seriousness criterion hospitalization). In 2010, the patient experienced gastrointestinal disorder (seriousness criterion hospitalization) with vomiting, constipation, abdominal distension and nausea and dysmenorrhoea ("dysmenorrhea/ (cramping)"). In 2013, the patient experienced migraine ("migraines (severe and persistent)") and headache ("headaches"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes- describe: mood swings"), anxiety ("hormonal changes- describe: anxiety"), memory impairment ("hormonal changes- describe: inability to remember things like I used to") and depression ("psychological or psychaitric problems-conditions: depression"). In (B)(6) 2014, the patient experienced pollakiuria ("frequent urination/ bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced vulvovaginal dryness ("other injury(ies) or complications- please descibe: vaginal dryness"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding / abnormal bleeding/ abnormal bleeding (general),"), gastric disorder ("stomach problems/ gi flare ups with bouts") and pneumonia ("pnemonia"). The patient was treated with surgery (robotic total laparoscopic hysterectomy,bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the abdominal pain, abdominal distension, gastrointestinal disorder, pain, gastric disorder, pollakiuria, dyspareunia, vulvovaginal dryness, dysmenorrhoea, fatigue, depression, weight decreased, headache and pneumonia outcome was unknown, the abdominal pain upper, genital haemorrhage, vaginal haemorrhage, menorrhagia, mood swings, migraine and vaginal discharge had resolved and the vulvovaginal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, gastrointestinal disorder, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, mood swings, pain, pneumonia, pollakiuria, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: date(s) of removal: (B)(6) 2014, resection of endometriosis implant and cystoscopy. Date leave began: (B)(6) 2010. Date leave ended: 2010 (used approx. 8 to 9 days in 2010). After correct deployment of the essure micro insert, there were four-nickel coils visible at the patient's left side and three coils visible at the patient's right side. Reason: gi flare ups with bouts of nausea and vomiting. Date leave began: (B)(6) 2011 date leave ended: 2011 (used approx. 9 to 10 days in 2011). Reason: gi flare ups with bouts of nausea and vomiting. Date leave began: (B)(6) 2014. Date leave ended: (B)(6) 2014 (used approx. 6 weeks). Reason: hysterectomy & hospitalization for side effects. Date leave began: (B)(6) 2015. Date leave ended: 2015 (used approx. 10 days in 2015). Reason: gi flare ups with bouts of nausea and vomiting. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Biopsy - on (B)(6) 2014: portions of soft tissue with findings consistent with endometriosis. Negative for malignancy. B. Uterus and bilateral fallopian tubes, hysterectomy: chronic cervicitis. Benign endometrium and myometrium bilateral fallopian tubes. Negative for malignancy. Source a. Tissue, endometrial implant-removal b. Uterus, cervix and bilateral tubes-hysterectomy gross description: upon opening the endometrial cavity, the endometrial lining is hemorrhagic. The surface of the endomyometrium is grossly unremarkable. Cut surface of bilateral fallopian tubes are unremarkable.. Gastric emptying study - on (B)(6) 2013: the percent emptying is lower limits of normal. However, the t ½ is delayed at 85 minutes, normal is less than 60 minutes, therefore the study is abnormal. Clinical correlation is suggested for gastroparesis or gastric outlet obstruction.. Hepatobiliary scan - on (B)(6) 2013: adequate uptake and prompt excretion of activity by the liver. The ejection fraction measures 39%, in the normal range. The patient experienced moderate nausea during cholecystokinin (cck) administration.. Hysterosalpingogram - in (B)(6) 2007: results: fallopian tubes were blocked. Ultrasound scan - on (B)(6) 2013: normal size uterus. Normal endometrial thickness. Essure coils in place. Small simple right ovarian cyst. Lot # reported (620758) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain (severe and persistent)'), gastrointestinal disorder ('gi issues'), abdominal pain upper ('stomach pain (severe and persistent) / pain in left side stomach/ severe and persistent stomach pain/stomach cramping'), abdominal distension ('swelling of left side/gastrointestinal or digestive system condition- swelling.') And pain ('physical pain / pain of left side/ pain severe') in a 26-year-old patient who had essure (ess205) (batch no. 620758-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 ((B)(6) 2001), endometrial ablation, cystoscopy, anal sphincter electromyography, nerve damage, ovarian cyst, anemia and kidney infection. Previously administered products included for birth control: ortho tricylen. Concurrent conditions included body mass index normal, menses irregular, menorrhagia, endometriosis, chronic lumbago, hives, penicillin allergy, weakness, paresthesia, decreased appetite, sleep problem, gastric diverticulum, heartburn, lumbago, colonoscopy, internal hemorrhoids, anal fissure, epigastric burning, stress, lumbar disc disease, lumbar radiculopathy, gastroesophageal reflux disease, heart murmur, pelvic pain, tobacco use disorder, numbness of lower extremities, cervicalgia, gastrointestinal inflammation, gastroscopy, chest pain, menses irregular with excessive bleeding, vaginitis, vulvovaginitis, menorrhagia, discomfort, muscle spasm, asthma, mitral valve disease, chronic cervicitis, irregular menstruation, endometriosis, urinary hesitancy, painful joints, wrist pain, sound sensitivity increased, light sensitivity to eye and gastroparesis. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2011, lidocaine (lidoderm) since (B)(6) 2011 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since (B)(6) 2011 for back pain, medroxyprogesterone acetate (depo provera) from 2001 to 2006 for birth control, diclofenac since (B)(6) 2006 for chronic lumbago, macrogol 3350 (miralax) since (B)(6) 2011 for constipation, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2006 and pregabalin (lyrica) since (B)(6) 2006 for low back pain as well as alprazolam (xanax) since (B)(6) 2014, buspirone hydrochloride since (B)(6) 2011, citalopram hydrobromide since (B)(6) 2011, cyamopsis tetragonoloba gum (benefiber fiber supplement) since (B)(6) 2011, diazepam (valium) since 2009, docosanol (abreva) since (B)(6) 2011, ibuprofen (motrin ib) since (B)(6) 2014, lactulose since (B)(6) 2012, linaclotide (linzess) since (B)(6) 2012 and omeprazole since 2001. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced abdominal pain upper (seriousness criterion hospitalization), pain (seriousness criteria hospitalization and medically significant), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding"), vulvovaginal pain ("vaginal pain (severe and persistent)/ pain"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2009, the patient experienced fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In (B)(6) 2010, the patient experienced abdominal distension (seriousness criterion hospitalization). In 2010, the patient experienced gastrointestinal disorder (seriousness criterion hospitalization) with vomiting, constipation, abdominal distension and nausea and dysmenorrhoea ("dysmenorrhea/ (cramping)"). In 2013, the patient experienced migraine ("migraines (severe and persistent)") and headache ("headaches"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes- describe: mood swings"), anxiety ("hormonal changes- describe: anxiety"), memory impairment ("hormonal changes- describe: inability to remember things like I used to") and depression ("psychological or psychaitric problems-conditions: depression"). In (B)(6) 2014, the patient experienced pollakiuria ("frequent urination/ bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced vulvovaginal dryness ("other injury(ies) or complications- please descibe: vaginal dryness"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding / abnormal bleeding/ abnormal bleeding (general),"), gastric disorder ("stomach problems/ gi flare ups with bouts") and pneumonia ("pnemonia"). The patient was treated with surgery (robotic total laparoscopic hysterectomy,bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the abdominal pain, gastrointestinal disorder, abdominal distension, pain, gastric disorder, pollakiuria, dyspareunia, vulvovaginal dryness, dysmenorrhoea, fatigue, depression, weight decreased, headache and pneumonia outcome was unknown, the abdominal pain upper, genital haemorrhage, vaginal haemorrhage, menorrhagia, mood swings, migraine and vaginal discharge had resolved and the vulvovaginal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, gastrointestinal disorder, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, mood swings, pain, pneumonia, pollakiuria, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: date(s) of removal: (B)(6) 2014, resection of endometriosis implant and cystoscopy. Date leave began: (B)(6) 2010 date leave ended: 2010 (used approx. 8 to 9 days in 2010) after correct deployment of the essure micro insert, there were four-nickel coils visible at the patient's left side and three coils visible at the patient's right side. Reason: gi flare ups with bouts of nausea and vomiting. Date leave began: (B)(6) 2011 date leave ended: 2011 (used approx. 9 to 10 days in 2011) reason: gi flare ups with bouts of nausea and vomiting. Date leave began: (B)(6) 2014 date leave ended: (B)(6) 2014 (used approx. 6 weeks) reason: hysterectomy & hospitalization for side effects. Date leave began: (B)(6) 2015 date leave ended: 2015 (used approx. 10 days in 2015) reason: gi flare ups with bouts of nausea and vomiting. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Biopsy - on (B)(6) 2014: portions of soft tissue with findings consistent with endometriosis. Negative for malignancy. B. Uterus and bilateral fallopian tubes, hysterectomy: chronic cervicitis. Benign endometrium and myometrium bilateral fallopian tubes. Negative for malignancy. Source a. Tissue, endometrial implant-removal b. Uterus, cervix and bilateral tubes-hysterectomy gross description: upon opening the endometrial cavity, the endometrial lining is hemorrhagic. The surface of the endomyometrium is grossly unremarkable. Cut surface of bilateral fallopian tubes are unremarkable.. Gastric emptying study - on (B)(6) 2013: the percent emptying is lower limits of normal. However, the t ½ is delayed at 85 minutes, normal is less than 60 minutes, therefore the study is abnormal. Clinical correlation is suggested for gastroparesis or gastric outlet obstruction.. Hepatobiliary scan - on (B)(6) 2013: adequate uptake and prompt excretion of activity by the liver. The ejection fraction measures 39%, in the normal range. The patient experienced moderate nausea during cholecystokinin (cck) administration.. Hysterosalpingogram - in (B)(6) 2007: results: fallopian tubes were blocked. Ultrasound scan - on (B)(6) 2013: normal size uterus. Normal endometrial thickness. Essure coils in place. Small simple right ovarian cyst. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch records. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-may-2020: update of information (batch is invalid) a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.